Event description:
A 3.0mm x 18mm driver rx coronary stent delivery system was inserted into a patient for the treatment of a lad lesion. The lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that one week after the initial stent implant the patient was experiencing chest pain. Angiography was performed; it was noted that the patient presented with sub acute thrombosis. The physician successfully treated the thrombosis with poba. The patient is fine.

Manufacturer narrative:
Evaluation results: thrombosis. Other - secondary intervention.